Event description:
The clinician reports the implant was inserted (B)(6) 2010 in fdi 36. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.